Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and the guidewire failed to advance through the rv lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were high-pacing impedance and failure to advance stylet. The reported event of high pacing impedance was not confirmed. However, the reported event of failure to advance stylet was confirmed. Final analysis found that as received, a complete lead with an implant tool and a clip-on-tool was returned in one piece. The stylet was not returned with the lead. Upon visual and x-ray examination, there were no anomalies found on the lead. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. A stylet insertion test was performed and found that the test stylet was restricted with no anomalies noted at the restriction location. It was found that the inner coil was clogged with blood at the stylet restriction location during destructive analysis. The cause of the stylet failure was due to blood clogged in the inner coil.